Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that they experienced an issue where the laboratory received an emergency patient who came for a coronary artery study. Shortly after the examination had started, the system malfunctioned as it was impossible to make x-ray imaging or move the tabletop. A warm restart (3 minutes) and cold restart after that (5 minutes), didn't work either. The clinical procedure was finished in another room where the equipment had to be turned on resulting in another delay. It was impossible to make x-ray imaging or move the tabletop.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: philips was not able to confirm the problem reported by the customer. The customer did not provide the exact date and time. We checked the available information from the log files provided and could not reproduce the table issue, nor could we confirm the occurrence. A philips system designer analyzed the supplied log files and confirmed the conclusion of the philips field service engineer that the tube and grid switch malfunctioned. In case the system detects a grid switch error during fluoroscopy it will stop fluoroscopy and the clinical user gets no user message. After this, the clinical user is still able to use the system, as indicated by the green x-ray indicator (see instruction for use (IFU). When the user presses the fluoroscopy pedal again, fluoroscopy will be made available in graceful degradation mode (pulsed fluoroscopy instead of grid switch controlled fluoroscopy). This is indicated to the clinical user via a user message: warning: radiation without grid: grid switch unavailable. In the instruction for use (IFU) page 4-32 this message is explained: action / meaning: ¿x-ray-generator reports that the tube grid is defective. In the next run, no tube grid will be used.¿ the green x-ray indicator will remain on. Grid switch is only used during fluoroscopy, exposure will still be possible. The grid switch errors may occur due to normal wear and tear of the tube. Replacing the tube resolved the issue. The tube is a consumable product. The average lifetime is 5 ¿ 7 years. The lifetime of the tube is dominantly determined by usage (number of fluoroscopies / exposures, length of fluoroscopies / exposures, patient thickness...). In this case the tube was 5,5 years old, this issue is considered to be normal wear and tear. In our complaint database more complaints where grid switch errors were experienced were found. However, this complaint is the first case where a customer confirmed to have stopped using the system, although graceful degradation was available. Philips will not take any further actions.